Event description:
Report rec'd from the USA stating that the device was "bent on top." The device was used in neuro surgery. There were no pt or user injuries reported. There was no delay in surgery. There was no add'l info provided.

Manufacturer narrative:
The device has been rec'd by anspach. If add'l info is rec'd, a supplemental report will be sent. (B)(4).